Event description:
Patient reported that after injection with juvederm voluma xc "above the cheek bone", approximately 2.5 months later the patient experienced both sides of the face are "black", "red", "very tender", and left cheek is "lopsided". Patient stated they had been told it was "rosacea". Subsequent follow up with the injecting office obtained that symptoms were in the malar, considered possibly or probably product related, and that yes, p.o. Antibiotic treatment was required, with the reasoning that "if this patient had a 'biofilm' contamination, antibiotics would help prevent worsening of symptoms". Effectiveness of treatment was unknown as the patient is considered lost to follow up.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "black", "red", "very tender", "lopsided" and "rosacea" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.